Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In 2010, the patient had essure inserted. In 2011, the patient experienced crohn's disease ("crohn's disease"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), immune thrombocytopenic purpura ("idiopathic thrombocytopenic purpura"), the first episode of abdominal distension ("I remember being like that (bloated)"), multiple sclerosis ("multiple sclerosis"), liver disorder ("liver disease"), headache ("my headaches"), adnexa uteri pain ("dont use anything for pain either but it does hurt"), weight gain poor ("I couldn't keep weight in from having so much diarrhea"), diarrhoea ("having so much diarrhea"), fatigue ("fatigue"), the second episode of abdominal distension ("bloating") and ovarian cyst ("cysts are very common/several cysts over 5 cm on my right ovary and its enlarged") and was found to have leukaemia ("leukemia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and headache was resolving and the immune thrombocytopenic purpura, crohn's disease, multiple sclerosis, leukaemia, liver disorder, adnexa uteri pain, weight gain poor, diarrhoea, fatigue, the last episode of abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, crohn's disease, diarrhoea, fatigue, headache, immune thrombocytopenic purpura, leukaemia, liver disorder, multiple sclerosis, ovarian cyst, weight gain poor, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient was completely healthy before essure insertion. ¿concerning the injuries reported in this case, the following one/ones were described via social media : crohn's disease, multiple sclerosis, leukemia, liver disorder, immune thrombocytopenic purpura, headaches, abdominal pain, weight gain poor, diarrhea, fatigue, bloating, ovarian cyst, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: new events my headaches, my abdominal pain, I couldn't keep weight in from having so much diarrhea, fatigue, bloating, several cysts over 5 cm on my right ovary and its enlarged, dont use anything for pain either but it does hurt were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of abdominal pain ('abdominal pain', 'my abdominal pain') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), the first episode of abdominal pain ("abdominal pain") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced crohn's disease ("crohn's disease"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), immune thrombocytopenic purpura ("idiopathic thrombocytopenic purpura"), abdominal distension ("I remember being like that (bloated)"), multiple sclerosis ("multiple sclerosis"), liver disorder ("liver disease"), headache ("my headaches"), adnexa uteri pain ("dont use anything for pain either but it does hurt"), weight gain poor ("I couldn't keep weight in from having so much diarrhea"), diarrhoea ("having so much diarrhea"), ovarian cyst ("cysts are very common/severeal cysts over 5 cm on my right ovary and its enlarged"), chest pain ("chest pain"), nausea ("nausea"), dizziness ("dizzy"), migraine ("huge migraine"), malaise ("I don't feel myself"), dehydration ("dehydration") and gastritis ("gastritis") and was found to have leukaemia ("leukemia"). The patient was treated with dietary measures (drink lots) and surgery (hysterectomy). Essure was removed. At the time of the report, the last episode of abdominal pain and headache was resolving and the immune thrombocytopenic purpura, abdominal distension, crohn's disease, multiple sclerosis, leukaemia, liver disorder, adnexa uteri pain, weight gain poor, diarrhoea, fatigue, ovarian cyst and gastritis outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, chest pain, crohn's disease, dehydration, diarrhoea, dizziness, fatigue, gastritis, headache, immune thrombocytopenic purpura, leukaemia, liver disorder, malaise, migraine, multiple sclerosis, nausea, ovarian cyst, weight decreased, weight gain poor, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient was completely healthy before essure insertion. ¿concerning the injuries reported in this case, the following one/ones were described via social media : crohn's disease, multiple sclerosis, leukemia, liver disorder, immune thrombocytopenic purpura, headaches, abdominal pain, weight gain poor, diarrhea, fatigue, bloating, ovarian cyst, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events "weight loss", "abdominal pain", "hair loss" . Onset date for the event "bloating" and "fatigue" was added. New reporters were added. On 23-mar-2020: social media received. New events "chest pain", "nausea", "dizzy", "migraine", "malaise" and "dehydration" were added. Patient's age was added. Onset date for the event "hysterectomy" was updated. New reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.